Manufacturer narrative:
The report event of under sensing could not be confirmed. The device was analyzed in the lab. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested. No anomaly was detected. Longevity estimation was performed based on the usage information from the device image and was found to be normal. Technical service engineer reviewed the segm, and the device behaved as programmed, with no malfunction of the system suspected.

Event description:
It was reported that the patient passed away due to an unknown cause. The device was explanted post-mortem, and upon interrogation, episodes of non-sustained ventricular tachycardia (vt) prior to the patient's passing were found on the device. Abbott technical support was contacted and noted undersensing due to the vt falling below the programmed monitor zone on the device. The vt was eventually identified by the device and appropriate anti-tachycardia pacing and high voltage shocks were delivered to terminate the arrhythmia. At this time, no device malfunction is suspected, as the device was behaving appropriately according to its programmed settings. Further information was requested, but is not yet available.